Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cardiosave intra aortic balloon pump(iabp) had helium malfunction. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. The fse tested cardiosave and observed that the helium tank was empty. Fse installed new helium tank and performed helium leak test, passed to specifications. The attached logs show iab disconnect alarm, iab catheter restriction alarm and augmentation below limit set. Fse could not duplicate any malfunction with helium pneumatic system. Unit passed all functional and safety tests per factory specifications, and was returned to customer.